Event description:
Patient advised last night he tried whisperject and the orange/white piece of it did not inject medication. This has occurred at least twice or so (he did get a new whisperject device a month ago or so). Unknown if pt experienced adverse event, missed dose, or if product is available for return. Multiple sclerosis.